Manufacturer narrative:
Device evaluation: h3-lens returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -0.50/6.0/170 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise, significant reduction of iridocorneal angles and blurred vision was observed. On (B)(6) 2024 the lens was explanted and the problem was resolved. Cause reported as device. Angle closure with eye pain.

Manufacturer narrative:
Additional information: d6a- march 2023. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim #(B)(4).